Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo a replacement procedure.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo a replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and the lead were replaced. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-8116-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices was not returned to bsn they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.